Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service testing, it was observed that the quick coupling device was making a loud sound and vibrating. It was further reported that the bearings were shot. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was loud when running and bearings were grinding. It was noted there was an unknown liquid found internally and the bearings were damaged. The assignable root cause was due to immersion from improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.